Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the interface was down and no message was transferring to pyxis. A technical support specialist (tss) investigated a hospital-wide offline issue, confirmed that all servers were online in the software-only environment, and identified message flow gaps between the carefusion coordination engine and the enterprise server. The tss restarted the carefusion coordination engine services, restored communication, verified successful message processing, observed no interface alerts, and multiple attempts were made to contact the customer, and it appeared that a hospital network or phone outage had been resolved. The case was then marked as completed. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system interface was down and no message was transferring to pyxis. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.